Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device partially fired. The stapler did not cut all the way around and left a piece of the anastomosis inside the stomach. The case was continued and completed. There was no patient injury.